Event description:
Revision surgery - due to a soft tissue release, the surgeon swapped out the dmc insert.

Manufacturer narrative:
The reason for this revision surgery was to perform a soft tissue release after 9 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the (B)(4) complaint against this lot number. The event is deemed to be non-product related and the result of patient issues. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a soft tissue release; the surgeon swapped out the dcm insert.